Event description:
Four 0.22 micron high pressure extended life filters would not prime properly over the course of two days, on same pt, by same nurse. The filters would either not fill up properly or would start to pull fluid back the wrong way. No pt injury.